Event description:
A pt with defibrillator (ICD) and lead system, received shocks every time he bent over. The physician elected to do a beep-o-gram with a magnet and heard double counting. An invasive procedure was performed and an insulation fracture on this possis sutureless lead was found. The ICD and leads were removed and replaced. Distributor to confirm the serial number at this time, both serial numbers are listed on this report. Implanted on 3/15/94. Explanted on 6/26/96. Implant time was 27.4 months.